Manufacturer narrative:
The reporter initially reported one severe dermatitis reaction requiring medical care. They did not specify which product or lot resulted in this incident, but did provide several lots without product identification. A complaint was opened for each of these to initiate investigation while waiting on the reporter to respond with additional details. The related report numbers in h10 represent those other potential products. The customer has since provided clarification that the dermatitis did not require any medical intervention or treatment. For this potential product, the manufacturing site reviewed the device history record. All in-process and final release criteria were met with no contributing factors identified. The retained lot samples were evaluated and met all visual inspection criteria. A wear test was performed involving 5 different operators wearing the gloves for an extended period of time. No dermatitis or irritation was observed during or after test was performed. There is no trend for this issue for the glove product family. A root cause was not identified. Complaints are monitored on an ongoing basis via statistical evaluation, should a trend or further complaints be received for issue, additional investigation and corrective action evaluation will ensue.

Manufacturer narrative:
This emdr report was initially filed under MFR report number: 3014421917-2024-00019. The correct MFR report number for safeskin medical & scientific (thailand), ltd. G1 correction all manufacturer's section to: safeskin medical & scientific (thailand), ltd. 200 moo 8 kanchanavanich road tambol prik sadao songkhla, th 90120.

Event description:
There was a dermatitis outbreak/severe reaction that occurred with the end-user requiring a doctor's care. There were no pictures or other information made available. Additional information was requested on october 18, 2024, october 21, 2024, october 23, 2024, and october 25, 2024; however, none has been received to date.